Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID hh90t02 lot# serial # (B)(6). Product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and manufacturer representative regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated they just got off the phone with their manufacturer representative (rep) and healthcare provider (hcp) and they had been dealing with this issue for 3 months now. The patient stated they needed a personal therapy manager (ptm) replaced because it was not connecting to their pump. The patient stated that it kept saying resync restart. The patient stated that they did some troubleshooting steps with their rep. The patient stated it took them 5 minutes to deliver the bolus or it would not deliver at all. The patient stated that it wouldn't connect and they kept getting restart application and resync pain pump. The patient stated that later when they delivered the bolus it will happen again and it will show again the prompts they are getting when delivering the bolus. The patientexpressed frustration on using the devices. The patient mentioned that they shut off the handset to conserve battery at handset dies if powered on. The patient was instructed to connect to the pump, and they kept getting not found, and no pump device. The patient was walked through clearing data and was able to connect to pump successfully. Device function was reviewed and it was recommended to close all application once done delivering bolus. The patient was advised to monitor the issue and call back if it persisted but patient insisted that there was an issue on their ptm. Additional information was received from a manufacturer representative (rep) and patient six days later. The rep stated that the patient has been having issues and a reoccurring problem with their handset for about 6 months now. The rep stated the ptm is 'not working' and it is a really slow lag for 5 minutes. The rep stated they made sure the patient wasn't trying to 'give extra boluses' and the patient even waited extra to see if that was a problem and it took 4 hours for the bolus to go through. The rep was not with the patient. An outbound call was made to the patient. The patient stated they called on monday but, 'it's still doing the same thing'. The patient stated they gave 2 more boluses maybe 3 and it was 'getting stuck'. The patient stated they tried resyncing to the pump too. The patient stated they have had the issue for 5-6 months. The patient stated the 3rd medication in the pump is unknown and is a numbing agent for their leg. An outbound call was made to the patient four days later. The patient unlocked the handset and the agent tried to capture what the patient was seeing but the patient was pressing things without being prompted to. The patient saw an unknown message "connection interrupted"; the patient was not able to gather a service code number. Agent asked and the patient stated they deliver a bolus and then just lock the handset screen. The patient closed all apps and connected to the pump. The patient stated they were 'stuck at 75' briefly and connected to the pump in an appropriate amount of time and delivered a bolus without any issue. The patient stated the rep said the handset should be replaced and they never had to sit here 3-5 mins in the beginning. The patient stated they have cleared the cache. The 3-5 minutes issue to deliver a bolus was not recreated on the call. Agent reviewed general use and best practices of external devices and to monitor the issue. The patient was upset and disconnected the call.